Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found two separate leaks. The first leak was due to disconnected sample line tubing at the bottom of the flowcell and the second leak was due to disconnected tubing on the lower sheath restrictor. The fse replaced both the sample line tubing and the lower sheath restrictor tubing to resolve the leaks. The leak had damaged the light scatter (ls) sensor attributing to the ls offset errors. The fse replaced the ls sensor resolving the errors. (B)(4).

Event description:
The customer reported a leak under the flowcell of a coulter lh 780 hematology analyzer. The customer found the leak while performing routine maintenance. The volume of the leak is not known and was not contained within the instrument. The customer also reported the instrument generated light scatter (ls) offset errors. The instrument operator was wearing gloves, eye protection, and a lab coat when the leak was found. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.